Event description:
It was reported that following a benign prostatic hyperplasia (bph) surgery, patient experienced complications such as urinary retention, hematuria, and dysuria. There was no further information provided.

Manufacturer narrative:
Boston scientific concludes that the reported performance allegation in this complaint has not been confirmed, as the product was not returned for analysis. Without a returned device, no physical or visual analysis of the product could be performed. Based on the information available, the cause that contributed to the reported event cannot be established. The reported patient symptoms of dysuria, hematuria and urinary retention are a known risk associated with implant of these devices as indicated in the instructions for use. According to this information, a probable cause of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that following a benign prostatic hyperplasia (bph) surgery, patient experienced complications such as urinary retention, hematuria, and dysuria. There was no further information provided.

Event description:
It was reported that there were some patients who experienced complications as urinary retention, hematuria and dysuria caused by bph surgery. No further information was provided.